Event description:
It has been reported to philips that during the most critical part of a procedure for treating an aneurysm, the allura system did not function. When pressing the footswitch pedal, no image was created. The patient was moved to another room where the procedure was completed successfully. No harm has been reported to philips. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated the issue. Investigation onsite showed that the x-ray tube presented a high tension arc during acquisition and fluoroscopy, causing a failure in creating images. A philips service engineer identified that the issue was caused by a defective x-ray tube. The x-ray tube was replaced and the system returned to use in good working order. The technical failure analysis of the x-ray tube showed that a distortion of the small filament caused the failure. Corrected data: codes are updated as per the investigation outcome.